Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's results, the malfunction is likely caused by the following: we could not identify the foreign material and could not conclusively specify the root cause of the foreign material remaining in the device since it was unknown if the user conducted reprocessing by following instructions for use or not based on the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.